Event description:
It was reported that the day after implant of the left ventricular lead, threshold was noted to be high at each vector. The lead appeared to have pulled back on x-ray. During the lead revision procedure, the lead severed near the serial number sleeve. It was decided to remove the lead and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was apparent explant damage and the lead was stretched.